Event description:
During a knee replacement surgery, it was reported that while extracting the pins from the tibia, two pins broke at the neck. All pin fragments were retrieved from the bone and there were no adverse consequences reported for the pt. The surgery was completed as planned.

Manufacturer narrative:
Pins were not returned to the MFR for evaluation. If the pins are returned, a f/u report will be filed.